Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that markers were present on the electrocardiogram, but the electrocardiogram exhibited stair stepping. It was noted that this could be due to a device clock issue or a data storage and sensing issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.